Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver called to report that due to a ¿lack of compatibility of the mobiles¿ issue with the freestyle librelink app, he was not able to obtain sensor scans. As a result, the customer experienced a symptom of dizziness and had contact with a healthcare professional who administered glucose serum as treatment via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An investigation was conducted for the reported complaint in which the user asked about mobile device compatibility for the freestyle librelink application. The user was advised that for android devices, a minimum of android 8.0, bluetooth low energy (ble), and near field communication (nfc) are required. During investigation, a freestyle libre sensor was able to scan successfully using the librelink; hence, the complaint could not be replicated based on the provided information. Therefore, the complaint is not confirmed. No malfunction or product deficiency was identified. The exact date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver called to report that due to a ¿lack of compatibility of the mobiles¿ issue with the freestyle librelink app, he was not able to obtain sensor scans. As a result, the customer experienced a symptom of dizziness and had contact with a healthcare professional who administered glucose serum as treatment via IV. There was no report of death or permanent injury associated with this event.